Event description:
It was reported the patient went to the ER complaining of extreme nausea, vomiting, and chills. The pump was not interrogated. The patient complained about hearing an alarm. They gave the patient medications and discharged her. The patient was sent to their healthcare provider. A refill had been performed on (B)(6) 2013 with a full reservoir. The patient had an expected residual volume of 17.3 ml. No aspiration was yet performed. The healthcare provider interrogated the pump and noted a motor stall with recovery occurred between 11:07 and 21:34 on (B)(6) 2013. Another motor stall occurred at 4:08 on (B)(6) 2013 without recovery. The medications used within the system were dilaudid and clonidine. It was later reported that the healthcare provider stopped the patient¿s pump and indicated the pump read that it had been stopped for 31 hours. It was later reported that the patient had withdrawal symptoms and underdose symptoms. The patient was noted to have required hospitalization. The patient¿s status at the time of the report was noted to be alive and without injury. Per the manufacturer¿s device registry, the patient¿s pump was replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the gear train. The stall was due to the shaft-bearing. (B)(4).

Event description:
The logs later indicated the stopped pump period may exceed tube set.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.